Event description:
Medtronic ers engineering initiated an investigation based upon failures of the product therapy connector. A failure could result in an inability to administer device defibrillator and pacing theapy to patient.